Manufacturer narrative:
The complaint is under investigation.

Event description:
It was reported that during a core vitrectomy procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Event description:
It was reported that during a core vitrectomy procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
With regard to this event log files were provided for review. Review of the log files did not reveal any anomalies. Based on the currently available information a (possible) cause could not be determined for the reported event. Therefore the investigation is ongoing. With regard to this event only a complaint form and standard logfiles were received for investigation. No product or detailed logfiles were returned for investigation. Review of the standard logfiles did not reveal any anomalies. Unfortunately, detailed log files were not collected at the time of the event and were not available upon request. Historical data analysis indicated that a similar complaint was received on the eva surgical system subject to this event when used by the same surgeon. That occurrence was related to an unintended use error related to the programming and/or function of the foot pedal. However, based upon the current information the cause of the latest event could not be determined. Trend analysis indicates that the product is performing within anticipated rates. No repeat issue were reported. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. The risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends. No corrective or preventive actions will be implemented as a result of this incident. All similar incidents related to the eva surgical system are included in the analysis. Since 2019 more than 850.000 surgeries have been performed with the eva surgical systems installed.

Event description:
It was reported that during a core vitrectomy procedure, the constant irrigation was turned off unexpectedly. The surgeon was able to resolve the issue by manual restart of the irrigation. There is no report of patient/user harm. No report of prolonged or delayed surgery.

Manufacturer narrative:
With regard to this event logfiles were provided for review. Review of the logfiles did not reveal any anomalies. Since no anomalies were found in the logfiles, an onsite inspection of the eva surgical system subject to this event will be scheduled. Based on the inspection results, it will be determined if further investigation is required.